Event description:
Prior to implant, the right ventricular (rv) lead was alleged to be bent. The physician elected to implant a new lead to resolve the event. The patient was stable with no adverse consequences.

Event description:
Additional information indicated the right ventricular lead became kinked during implant due to tortuous patient anatomy.